Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics not provided.

Event description:
The customer reported that the device did not alarm for air in line. The pump was evaluated and tested by the facility's biomed department and no errors were detected. There was no harm.

Manufacturer narrative:
The customers report with the device not alarming for air in line was not replicated or confirmed during the investigation. Event log could not identified the time of the reported complaint, the event log was overwritten because of continued used. During the inspection of the returned set, air boluses measuring approximately 0.25 and .50 inches were observed. With the device set to the 250l single air bolus alarm limit, the worst bubble size that could pass through the ail sensor without triggering an alarm could be as large as 1.67 inches in length. Analysis of the pcu error log showed no errors or malfunction related to the air in line detection system. Pump module event log showed that the pump is configured for an air bolus limit set to 250l with accumulated air enabled at the time of the last use. The pcu was not returned for this investigation therefore no programming parameters could be determined and the customers reported complaint time frame could not be identified due to continued used that overwrote the event log. Lvp event log did however identified 8 air in line alarms from 21 february 2019 and 25 february 2019. The root cause was not identified during testing.

Event description:
The customer reported that the device did not alarm for air in line. It was reported the tubing has "clumps" of air, not a long accumulation of air, which may have "tripped" the air in line detector. The pump was evaluated and tested by the facility's biomed department and no errors were detected. There was no harm.